Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off again after receiving new battery cap. The customer's blood glucose value was unknown. The insulin pump's screen went dark and a bar-code image was on the screen. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.